Manufacturer narrative:
The product was returned. Solution is dried on the lens. Haptic and optic damage was observed. The damage is typical of insertion and removal. The customer indicated the use of a qualified cartridge, with a handpiece, and two viscoelastics were indicated; only one is qualified with the lens/cartridge combination used. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of ¿explant¿. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a lens that was removed following an intraocular lens (iol) implant procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged 3 weeks after the initial implant procedure. The iol was replaced with a different lens model and a difference of 1.5 diopters of power.